Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the video system center displayed an e300 (optical communication error) error code. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "e300 (I/o module abnormality)' malfunction would likely be related to effect of transmitter and receiver (rx) module failure: crack damage and deformation on parts. Olympus will continue to monitor field performance for this device.